Event description:
The customer reported they were unable to trace due to ECG interference on the leads and pads waveforms. There was no harm to the involved pt.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.